Event description:
Kendall notified of the incident in 09/2001. Patient had a feeding tube placed on event date. Post-placement x-ray revealed the tube was in the left pleural space and a left pneumothorax was present.